Event description:
It was reported by mother that the patient was seen to have tachycardia after vns surgery. After implant the patient's pulse has been running between 100-115, when it is normally in the 80s. Mother later reports that the tachycardia continued several days after implant. Mother reports that using the magnet to suspend stimulation resolved the tachycardia. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent a full revision. The suspect product has not been returned to date. The reason for the full revision was noted to be due for prophylactic reasons for the generator & high impedance with the lead. This high impedance is captured in MFR. Rep# 1644487-2024-00778. No other relevant information has been received to date.